Event description:
It was reported that the electrode had extruded into the auditory canal. The recipient did not benefit from the device. No further information has been made available.the recipient has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode lead into the external ear canal. Furthermore, the active electrode migrated completely out of cochlea. This is a final report.

Event description:
It was reported that the electrode has extruded into the auditory canal. It has been planned to re-implanted the user on (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.